Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additionally, the following fields were updated: d8, d9, h3, h4 and h6, and the following correction: g3 - the aware date in initial report should be 29 feb 2024. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was not confirmed. Based on the results of the investigation, as the reported malfunction could not be reproduced, root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the xenon light source exhibited a failure during an examination. The issue was found during an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.